Event description:
It was reported by the distributor that there was particulate. Per report: particulate.

Manufacturer narrative:
No samples or photos were available for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause at this time. If samples, photos or additional information becomes available, bd will re-open and investigate accordingly. A potential root cause includes an operator failure to perform machine cleaning activities. These controls include gowning procedures and cleaning activities. Without a physical sample, it is not possible to determine the origin of the foreign particle. A production record review was completed for batch/lot 0314360 and there are no defects reported related to "foreign material" during routine in-process inspections during the packaging of the lot. No further actions are required. This failure will continue to be tracked and trended. H3 other text : see narrative below.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the distributor that there was particulate. Per report: particulate.